Manufacturer narrative:
Na.

Event description:
The customer received questionable low ise indirect gen.2 sodium results for two patient samples. Of the data provided, only the results for one of the patient samples was discrepant. The initial result was 134 mmol/l with a data flag and the repeat result on another analyzer was 140 mmol/l. The erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found the degassers were not working correctly. He replaced the degassers, dilution vessels, drain solenoid valves, sample slider, and the mechanism assembly. The customer successfully ran calibration and qc with results within range.